Event description:
A frameless cranial biopsy was performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: took a sample of brain tissue with the aid of navigation and sent it to pathology; received unexpectedly inconclusive results from pathology; questioned the accuracy of the system and again verified the accuracy with satisfying result; took a second sample of tissue, that was however mainly cerebrospinal fluid; readjusted the trajectory and took a third sample that was also inconclusive; ended the surgery. There have been no negative effects to the pt reported to brainlab by the hospital.

Manufacturer narrative:
Although there is no indication of a malfunction or performance issues with the brainlab device; according to brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place; there was no serious injury to the pt reported to brainlab by the hospital, a risk to the pt's health could not be excluded for these specific circumstances. According to brainlab investigation the most likely root cause is: after registration by the user the brainlab software did not find a match that was as accurate to the pt's actual anatomy as desired for this specific case, which was not detected by the user with the according verification functionalities of the navigation software that are available, or; a change of the relative positions between pt's head and navigation reference array, which was not detected by the user with the according verification functionalities of the navigation software that are available, or; the actual anatomy of the pt differed from the preoperative scan data due to e/g. Brain shift or resections. There is no indication of a systematic issue or malfunction of the brainlab device. According to brainlab, measures for the anticipated potential risk are already in place. Brainlab intends to offer additional training to this hospital.